Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 86 mg/dl. The customer reported that the pump was not working. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. The customer reported that right button was not working. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no right arrow button response due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to no button response.